Event description:
It was reported that the customer was hospitalized due to hyperglycemia, vomiting, irritability and sopor. The customer was diagnosed with diabetic ketoacidosis and a blood glucose reading of 30.1 mmol/l. The customer's symptoms began during the night and got worse within a few hours. It was reported that the customer filled the reservoir with insulin that had been frozen. The customer had stored the insulin in the refrigerator during a trip. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(6).